Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient. Other text : device was requested for return but was not available.

Event description:
The customer's daughter complained of an error message on the coaguchek xs meter serial number (B)(4). The customer stated that they had tried multiple vials of test strip and continued to receive the error. The customer's daughter provided discrepant inr results from the meter. The initial result from the meter was 3.8 inr. The result was high so the customer repeated the test. The repeat result from the meter was 6.7 inr with the same finger 15 minutes after the initial result. The customer did not believe the result was accurate. The specific date and time of the results were not provided, it was only stated that the event was "1 month ago". There was no allegation of an adverse event. There were no treatments or medication changes based on the meter results. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no change in coumadin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Additional discrepant results were identified during the review of the customer's meter memory. On (B)(6) 2014 at 20:06 the result from the meter was 7.0 inr. On (B)(6) 2014 at 20:09 the result from the meter was 5.0 inr. On (B)(6) 2015 at 08:21 the result from the meter was 5.3 inr. On (B)(6) 2015 at 08:23 the result from the meter was 3.7 inr. On (B)(6) 2015 at 08:35 the result from the meter was 4.2 inr. On (B)(6) 2015 at 08:51 the result from the meter was 2.7 inr. On (B)(6) 2015 at 18:37 the result from the meter was 4.4 inr. On (B)(6) 2015 at 18:40 the result from the meter was 3.3 inr. On (B)(6) 2015 at 18:44 the result from the meter was 2.4 inr. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.2 inr; donor 2 inr: 2.2 inr. Donor 1 hct: 55%; donor 2 hct: 51%. Results: donor 1: retention meter with masterlot strips: 3.1 inr; donor 1: customer meter with masterlot strips: 3.2 inr . Donor 2: retention meter with masterlot strips: 2.1 inr; donor 2: customer meter with masterlot strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No error messages were displayed during testing. The customer stated the same finger was used for both tests. Product labeling states to use the first drop of blood and from a different finger when repeating a test to limit discrepancies in results. The result of 6.7 inr alleged by the customer was observed in the meter¿s patient result memory, however, there was not a result of 3.8 inr on the same day. Relevant retention test strips (286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The information about the returned meter testing reported in the previous supplemental MDR was incorrect. The correct information follows: the returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr. Donor 1 hct: 45%, donor 2 hct: 50%. Testing results: donor 1: retention meter with master lot strips: 2.3 inr, customer meter with master lot strips: 2.3 inr. Donor 2: retention meter with master lot strips: 2.0 inr, customer meter with master lot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Customer stated the same finger was used for both tests, product labeling states to use the first drop of blood and from a different finger when repeating a test to limit discrepancies in results. The result of 3.8inr alleged by the customer was not observed in the meter¿s patient result memory.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.